Manufacturer narrative:
The complaint device has been received and evaluated visually, both with the naked eye and under power. We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses, no conclusions can be drawn. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 1,199 five-packs of devices that were released to distribution. At this point in time no further or corrective action is warranted. However, mitek will continue to track any related complaints as a means of monitoring the extent with which this complaint is observed in the field. Should any new info regarding the pt's well being be received by mitek in the future, a f/u report will be filed at that time.

Event description:
The customer's scrub tech reported during a rotator cuff procedure, the surgeon was passing suture through the rotator cuff using an expressew ii suture passer. On one of the passes it was observed that it was not passing suture through the rotator cuff. The surgeon removed the expressew ii suture passer from the pt to look at the needle and discovered the tip of the needle was missing. The surgeon was unable to locate the tip of the needle in the pt. The scrub tech stated they were assuming that the tip of the needle was still in the pt, as they could not confirm with any certainty that it was flushed out and removed by suction in the normal course of the procedure. The surgeon used another expressew ii needle to complete the procedure with no harm or consequence to the pt.